Event description:
It was reported that a malfunction alarm occurred with the pump. The blood glucose level of the customer was within the normal range, and there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information and guidance to reset the pump, and the malfunction code did not recur after the reset.